Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during service evaluation the connector j1 on dc was found broken also the device was showing error 4006 and cell coin was found empty. No patient involved. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.